Event description:
This is filed to report clip opened while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thick leaflets. The first clip was implanted with no reported issue. A second clip (nt) was advanced; however, the clip got caught in chordae during positioning. In the attempt to free the clip, a leaflet tear was observed. The clip was freed and removed from the anatomy. A third clip (xtw) clip was placed on the mitral valve; however, the clip opened to about 30-40 degrees during establishing final arm angle (efaa). After several attempts to re-establish efaa, the xtw was deployed. Final mr was at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) could not be determined. Additionally, based on the information provided, a cause for the mitral valve insufficiency/regurgitation (mr) cannot be determined. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.